Manufacturer narrative:
Date rec¿d by MFR: 13sep2019. Date of report: 04dec2019. The manufacturer¿s international service technician was unable to confirm the reported touchscreen issue. No parts were replaced to address the customer allegation. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to fi as no parts were replaced to address the customer allegation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/13/2019.

Event description:
Touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.